Event description:
(B)(4).

Manufacturer narrative:
Tech support went through multiple trouble shooting issues with the customer and found that changing video card and the customer was able to restore the video application. Issue was resolved.